Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient a right hip revision arthroplasty approximately seven years post implantation due to pain and elevated metal ions. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Primary operative notes demonstrated that the patient had tha due to osteoarthritis. The cup was implanted with 40 degrees lateral opening and 15-20 degrees anteversion angle. The hip was reduced and found stable. Revision operative notes demonstrated that the patient was revised due to osteolysis. A pseudotumor was excised. The stem and cup were well-fixed. Some bone loss was identified around the proximal and anterior femur. The head was removed, and the taper was in good condition. New active articulation bearing, taper adapter and ceramic head were implanted. Hip was reduced and found stable. M2a-magnum mod hd sz 56mm was returned and evaluated against the complaint. The head remains assembled with a taper insert. The etching on the insert matches the description of the associated product. The outer radius of the head is both scratched and scuffed. The insert is scratched and dinged on the face. Light scratches are present within the taper. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: m2a-magnum mod hd sz 56mm 56mm # item 157456 lot 307300, biomet femoral taperloc microp 12.5 # 14103206 lot 651740, m2a-magnum 52-60mm tpr insr +m2a-magnum 52-60mm tpr insr +3 # item 139270 lot 720090. Reported event was confirmed by review of revision op notes. Primary op notes shows that the hip was reduced fine and found stable. Revision op note demonstrated that the patient was revised due to osteolysis. A pseudotumor was excised. The stem and cup were well-fixed. Some bone loss was identified around the proximal and anterior femur. The head was removed, and the taper was in good condition. New active articulation bearing, taper adapter and ceramic head were implanted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right hip revision due to elevated metal ions. Patient also was experiencing pain to right hip, with limitations to activities of daily living. Surgeon notes that pseudotumor was excised, there was damage to anterior portion of gluteus medius. Osteolysis was present with bone loss. Surgeon notes excision of free bone from around the trochanter. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR 0001825034-2018-03832.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.